Event description:
Reporter indicated that initial interrogation at an office visit showed that a vns generator was set at 1ma when the physician intended the output current to be set at 2.75ma. Review of history in the handheld computer database showed that at the previous visit a systems diagnostic test had been interrupted and the generator had been inadvertently set to 1ma.